Event description:
It was reported that during follow up, many atrial noise alerts were noted. Atrial noise could be reproduced by provocation test. Lead revision was performed and atrial lead was performed and atrial lead was found have the biggest damage. The lead was fixed with silicon adhesive and silicon tube.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report represents an enhancement to the reporting criteria going forward.